Event description:
The following has been reported by customer: clinical incident: on (B)(6) 2025, during first clinical use of your agilia sp tiva pump with the scott alfentanil model, customer observed infusion rates substantially higher than expected for the selected effect-site target concentration. This necessitated cessation of the infusion and assisted ventilation until the patient's spontaneous breathing returned. The patient recovered without sequelae. Customer also added the following information: "systematic verification testing demonstrates that the agilia sp tiva delivers infusion rates approximately 35-87% higher [than expected]". Reporting as a conservative measure. Adverse event effects were reported. Additional information is needed to complete the investigation.

Event description:
No device history record available, not applicable for this type of complaint. No device history log available, not applicable for this type of complaint. The reported issue was investigated by the local r&d software team in brézins. According to the provided analysis, alfentanil scott model in customer dataset on agilia sp tiva is no compliant with literature. This issue seems to be linked to an internal CAPA, which concerned an inversion of coefficients (k13 and k21) on the tci alfentanil scott model. Information related to CAPA: the correction of this CAPA for product on the field is divided in 2 mandatory modifications: 1- upgrade agilia sp tiva with version of agilia partner = 4.0.3. 2- create a dataset with version of vss/vmm = vss1.2.1. The 2 conditions above must be respected to completely correct the inversion of tci coefficients. For this complaint, the issue encountered by the customer is due to the use of an old version of vss/vmm and the dataset needs to be updated with recent software to correct the issue. This complaint is considered as: valid. The trend is: normal.